Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm, blank display and replace battery now alarms. The customer¿s blood glucose level was unknown. The customer was treated with the syringe .customer stated that the pump stopped working and it was also reported that they had blank display and off no power alarm without low battery alert. It was reported that they had changed the battery and the problems were resolved and that they performed self-test was performed and it was passed. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify a24, a21 alarm and unexpected battery power loss anomaly due to blank display.